Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the device casing and the springs of the sense b connector were damaged. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory confirmed the 60/60 magnet reset that occurred in the field. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations non-conversion, high shock impedances, and device migration. The device operated normally during analysis.

Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a ventricular fibrillation (vf) arrest and died. The device was explanted from the patient post-mortem and a boston scientific field representative was contacted to interrogate the device. The device was unable to be interrogated at first, but then the field representative performed a 60/60 magnet reset, which then interrogation was successful. Device interrogation revealed that the patient had 14 episodes and 30 shocks on the date of death with non-conversion of ventricular fibrillation (vf). Impedance measurements were 150-155 ohms for all shocks delivered. X-rays were taken and the pulse generator was nearly perpendicular to the patient's ribcage. It was noted the patient had vigorously worked out earlier in the day, and while riding in a car with her friend, she received 3 shocks. The field representative and boston scientific technical services (ts) had a lengthy review of the episodes and discussed x-rays, position of the pulse generator, and high impedances. Sensing was good at the onset of treated episode 002, so the field representative was inquiring if the shocks may have caused the pulse generator to move. Ts discussed they are not aware of high voltage therapy causing a device to move, and further discussed the activities the patient was involved in earlier that day prior to her arrest. It was also noted that the patient had been wearing a sauna suit for weight loss the night before and then proceeded with the vigorous workout the next day. The field representative was not certain of the patient's electrolyte or medication status. Ts reviewed for any acute changes in impedances prior to the patient's arrest, and there were none. The device was returned for laboratory analysis.